Event description:
It was reported that there was a vent fail during use. There was no injury reported.

Manufacturer narrative:
The investigation has been started; results will be provided within the follow-up report.